Event description:
Event description boston scientific received information that this implantable transvenous defibrillation lead exhibited noise which was oversensed and shock therapy was delivered. The physician suspected this was due to an incomplete lead fracture. The lead will be replaced.